Event description:
Adverse event information: the injector reports to that the patient was injected with revanesse lips+ (with lidocaine) 1.2ml,23k091 on (B)(6) 2024 on the lips, 1.0ml of product was injected. The patient came for a follow up two weeks later and complained of her lips feeling chapped at the wet dry border. They are tender and irritated and still slightly swollen. The patient has only used aquaphor on her lips for the past few weeks. The patient has had filler previously, but it's been about 1 year ago.prollenium medical technologies' medical director's response to this adverse event can be found below: the following is a clinical opinion based on the limited information provided in case (B)(4). On (B)(6) 2024 a rn injected 1.0cc of revanesse lips + into a patient's lips. The were no concerns or adverse events reported at the time of injection. No past medical history such as medications, allergies or recent infections was provided. No before or after photos were provided. Two weeks later the patient called the injecting rn to complain that her lips " felt dry and chapped". The patient had been applying aquaphor ointment to her lips for 2 weeks. No medical exam was performed or provided by the clinic. The patient provided two selfies of her lip everted and stretched. The photos showed a few normal fordyces glands, no rash, no nodules, and no inflammation. The lips did appear robustly filled which is an injecting technique that creates an unnatural anatomic appearance. My clinical opinion is that there is no evidence presented to support an adverse event in this case. It is important to note that aquaphor ointment contains multiple oils and ingredients that can cause contact or allergic reactions. Lanolin alcohol is well documented to cause skin reactions. Ricinus seed oil (which is processed to make castor oil and the poison ricin) can cause skin reactions. Also, camomile oil is from the compositae family of plants which is closely related to ragweed & chrysanthemums. Any of these ingredients in aquaphor can cause " dry & chapped lips".

Event description:
Adverse event information: the injector reports to that the patient was injected with revanesse lips+ (with lidocaine) 1.2ml,23k091 on (B)(6) 2024 on the lips, 1.0ml of product was injected. The patient came for a follow up two weeks later and complained of her lips feeling chapped at the wet dry border. They are tender and irritated and still slightly swollen. The patient has only used aquaphor on her lips for the past few weeks. The patient has had filler previously, but it's been about 1 year ago. Prollenium medical technologies inc. Was not able to consult its medical director owing to the lack of information provided.